Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of either tibial component. Further investigation identified that the most probable root cause of the event under evaluation was improper line clearance activities. Both lots 62405033 and 62405040 were worked the same day by the same operators in the same area. Awareness was provided to the cell operators and additional procedures and inspections are now in place to capture and prevent future recurrence.

Manufacturer narrative:
Eval summary: review of manufacturing timeframes noted both reported lots were produced on the same day; however, no other reports of this nature have been received. Additionally, remaining stock in inventory for one lot was available for review and found to be correctly labeled. A definitive root cause cannot be determined. Eval codes: no packaging product or photographs were returned to confirm the reported event.

Manufacturer narrative:
Item #00598004701, nexgen stemmed tibial component, lot #62405040, was received on 12/26/2014 for review. Visual inspection of the returned product identified no damage to the component. Measure dimensions were conforming to print specifications. No product packaging was returned for review. A review of the complaint history revealed no other complaints for either of these lots.

Event description:
It is reported that the implant inside the box did not match the product listed on the box.